Event description:
Additional information was provided indicating that the issue did not occur during an infusion, the pump would not go into teach or learn mode and gave a diagnostic error

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing of the device showed after power up the device gave a "configuration required" follow up. The device issue was determined caused by customer interrupting the device software cloning process.

Event description:
It was reported the device gave a "configuration error". No patient effects reported.